Manufacturer narrative:
510k: this report is for an unknown synapse locking/set screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Additional narrative: kwp, mnh, mni. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes germany reports an event as follows: it was reported intraoperatively two synapse screw heads loosened. Concomitant devices: synapse screw collars/sleeves/heads (part unknown, lot unknown, quantity unknown); cancellous synapse screw (part 04.614.240, lot h310485, quantity 1); cancellous synapse screw (part 04.614.238, lot 7656522, quantity 1) this report is for a synapse locking/set screw. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.